Event description:
It was reported that during the implant attempt the helix on the right ventricular lead was not deploying with more than twelve turns, and that there were high impedances. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood present in/on the helix mechanism.